Event description:
It was reported that during a physician training session, it was stated that the manufacturer¿s implantable cardioverter defibrillators (ICD) should not be connected to the competitor¿s integrated bipolar right ventricular (rv) leads due to a resulting increase in short interval counts (sic). It was further reported that the increased sic has led to potentially unnecessary lead revisions and false positive lead integrity alerts (lia). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).